Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6): product type lead product ID 977a260 lot# serial# (B)(6): product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the cause was undetermined. The manufacturer representative (rep) reprogrammed the patient and did low pulse width on cervical lead and it seemed to do well. The issue was resolved.

Event description:
The rep reported they were present at the lead revision on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). The reason for call was caller said pt had re-implant of their leads because their leads had migrated; revision to move leads back up occurred on (B)(6) 2024. Since the revision, pt had pain at implant site and had used patch to manage pain. Pt was recently at airport and was lugging heavy luggage and then noticed "settings not available" on their controller and noticed they did not have therapy delivered to their body any longer. Rep met in office with pt today and found that the pt's programs and groups had been removed. Pt formally had group a, b, and c, but now had nothing programmed. Mdt rep. Said they programmed the pt and ran impedance check, but the impedance check was causing pt to experience intense and unbearable stimulation and shocking sensation. Pt reported it was uncomfortable when therapy was on and they did not get relief from therapy being on. Pt denied falls or trauma.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a290 (serial: (B)(6); product type: 0200-lead; brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.